Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the patient was experiencing shocking from their system and bladder spasms. The patient reportedly met with their managing physician and was reprogrammed, but a few days later the patient reported that the shocking came back. The hcp reported that the patient has since turned stimulation off, but the symptoms did not resolve when the ins was turned off. The hcp stated that they thought that even though stimulation was turned off the bladder spasms were due to the physical aspect of the device being near the bladder. The location of lead and implant was reviewed with the hcp. At the time of the call the hcp did not have access to the patient or a clinician programmer to troubleshoot further. According to the hcp the patient has had the device turned off for a year due to the shocking. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.